Manufacturer narrative:
Part #: 321.133. Synthes lot number: 4957425. Supplier lot number: 4957425. Manufacturing site: synthes monument. Release to warehouse date: 01-mar-2005. Supplier: tecomet kenosha. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: it was reported that the device was out of calibration. The drawing specification is 7.0 ¿ 8.4 nm. The torque tested ok. The device was tested at service and repair center and the item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection on (B)(6) 2020 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in document management system. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, a torque limiting handle/ quick release 6mm hex coupling was found to be out of drawing specification. There was no known patient or hospital involvement. This report is for one (1) torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).